Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. The rv lead later dislodged while attempting to find the coronary sinus with a competitor catheter. While attempting to retract the helix, the helix looked as if it was not retracting. The lead appeared kinked upon removal; however, the helix was able to be retracted once removed. A new lead was implanted successfully. No adverse patient effects were reported.